Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic during the follow-up with symptoms of fatigue. EKG revealed device in backup vvi. Further troubleshooting via engineering test page was performed. A download was completed successfully. Backup vvi was not received.

Event description:
Correction: the patient was stable.